Manufacturer narrative:
Physio-control further evaluated the therapy pcba, power supply and battery. The reported issue of power reset (cycling) could be not be duplicated. The therapy pcba, power supply and battery were evaluated in through functionally testing and inspection of all components. Also, an examination of the downloaded log files showed none of the typical evidence present for a power cycle failure due to process residue. The battery passed all testing and found to have adequate capacity when fully charged and displayed no contact fatigue. The therapy pcba was functionally tested and thermally stressed in areas of concern without a failure. No root cause was found for a power cycle or any type of failure.

Event description:
The customer contacted physio-control to report that their device would unexpectedly reset power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would unexpectedly reset power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.